Event description:
The manufacturer received information alleging a ventilator's lcd screen was discolored. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The ribbon cable that connects to the lcd was found to be disconnected. The cable was reconnected to address the issue.